Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an erosion. A revision was performed and the ICD with the right ventricular (rv) lead were explanted. Additional information received indicates that the patient had a previous twiddler syndrome with on-going non-compliant wound care. The patient persistently scratched open wound to point that physician opted to remove completely to avoid possible infection. The lead removal required destruction of pin to extract and was referred to hospital ID department. The device was also referred to hospital ID for analysis per hospital protocol. No additional adverse patient effects were reported. The device was not returned for analysis.